Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient (foreign) who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the quadriplegic patient has had a baclofen pump for a long time. The patient was further described as very scoliotic. It was further reported that the last pump change was performed a year or two ago. The healthcare provider remembered that there was a problem of local infection that required re-implantation. The date/onset of the event is unknown (specific day, month, and year unknown).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the exact event date regarding the onset of infection was not known. The patient's age at the time of the event was not available due to legal reasons. The model number, serial number, implant date of the pump associated with the infection was not known. The exact date of the pump being explanted/replaced was also unknown. The pump was discarded.